Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unresponsive keypad and had ramping numbers after a button push. The customer's blood glucose was 8.6 mmol/l. The customer stated that the issue occurred during a bolus delivery. The caller stated that the insulin pump had not been exposed to moisture, and it had not been bumped or dropped. The caller stated that the insulin pump may have been exposed to a magnetic field at an airport two weeks prior to the report. The caller was explained the out of warranty device policy and terms and conditions.